Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the primary line of the device was programmed to deliver an unspecified vasoactive medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported a total volume of 4cm of air was noted in the tubing distal to the device with no device alarm. It was reported that no air was delivered to the pt. The customer contact reported that the nurse stopped the delivery to reprime the tubing set. It was reported that during the repriming of the tubing set, the pt became hypotensive. No specific blood pressures values were provided. It was reported that the pt was treated with an unspecified concentration of phenylephrine. After an unspecified length of time after the blood pressure increased, it was reported that the delivery of the unspecified vasoactive medication was resumed. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.